Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they need help because they ¿believe the thing has come out or something.¿ no troubleshooting was possible at the time, so a manufacturer representative reached out to the patient later, but there was no answer and no option to leave a voicemail.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was ¿peeing like crazy again¿ and it started 3 days before the report. The patient stated that their symptoms had returned ¿especially at night¿ and ¿today some more than normal¿. The patient reported no falls or programming changes that were related to the issue. Syncing with the programmer showed that stimulation was off. It was reviewed that the therapy needed to be on for it to be effective. The patient turned the therapy on and felt stimulation. The patient was redirected to their healthcare provider if the symptoms did not resolve now that the ins was turned back on. The patient noted they would call their healthcare provider on monday if they weren't resolved. It was reported that the change in therapy was gradual. Additional information was received on (B)(6) 2018 from the patient reporting that since they turned their ins back on in the original call, their symptoms were the same. The patient also added that their return of symptoms in the original call was sudden and that they still hadn't seen any improvement and they couldn't stop peeing. The patient¿s settings were showing as stim on at 1.00v on program 4. The patient increased to 1.30v where they felt comfortable stimulation in the bike seat area. The patient was advised to follow up with their healthcare provider if they didn't see an improvement in symptoms. No further complications were reported.